Event description:
Reported observation: patient developed canaliculitis in the left eye after insertion of an oasis medical form fit hydrogel canalicular plug. (B)(4). Product lot number: lh0409f. Product inserted on: (B)(6) 2009. Date of complication: (B)(6) 2009. Reported to (B)(4) on (B)(6) 2009.

Manufacturer narrative:
Device was not returned for evaluation. A review of batch production and sterilization records shows that there were no remarkable events, anomalies or deviations during production of form fit hydrogel canalicular plug, (B)(4), product lot number lh0409f. A total of (B)(4) form fit hydrogel canalicular plugs, (B)(4), product lot number lh0409f were released and distributed. There have been no other adverse events reported by any other user/customer involving plugs from (B)(4), lot lh0409f. Two events were reported by this user/customer, the other report is documented on mfg. Report #2083373-2009-00002. The plug was irritated from the canalicular, the patient was prescribed antibiotic drops. The issue was resolved for the patient, no further treatment was required. (B)(4). Cannot definitively determine that the form fit hydrogel canalicular plug, (B)(4), from product lot number lh0409f was directly or indirectly responsible for the reported observation of canaliculitis.